Manufacturer narrative:
Upn review, the lead should not have been submitted as a medical device report as the event did not indicate the lead caused or was involve in a serious event or malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing aggravation from underlying right ventricular pacing. The patient's pacemaker was explanted and replaced by a biventricular implantable cardioverter defibrillator and, thus, a new left ventricular lead was also implanted. The patient's right ventricular lead was retained. The matter was resolved without sequelae.